Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during an implant, the helix of the lead would not advance after several positioning attempts. The lead was not used and discarded as the patient had acquired an infectious disease. A new lead was implanted. No patient complications have been reported as a result of this event.